Event description:
It was reported that just after the first small incision was made to implant a spacer, the patient coded on the table and was taken out by the emergency medical services. The patient passed away at a local hospital. The physician assessed the event was due to anesthesia. No devices had been implanted. No further information can be obtained.